Event description:
It was reported that the patient had a low battery. The patient was seeing the battery icon in the programmer. The patient was on program #2 at 5.4 v. It was stated that the patient had to take medication because stimulation or medication alone does not get give her enough relief. It was later reported that the patient's battery was 1/3 full and that the battery needed to be replaced. The patient last saw their health care provider "3 months ago". Additional information received reported that the implantable neurostimulator (ins) had "gone out" and it was going to be replaced " soon". It was stated that it had been dead for two weeks. Additional information received reported that the patient's implantable neurostimulator (ins) "did not last very long". The patient inquired about how she could make her current ins last longer.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v096733, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension. (B)(4).

Event description:
It was reported the battery was replaced due to normal battery depletion.